Manufacturer narrative:
Type of reportable event updated per the supplemental #2. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists stroke, bleeding, and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values. This IFU also outlines the pump parameters. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on (B)(6) 2018: the patient was admitted due to change in mental status and right hemiparesis. CT scan confirmed an intracranial hemorrhage. The patient had a therapeutic inr of 2.2 upon admission, and received fresh frozen plasma (ffp). The patient passed away on (B)(6) 2018 due to intracranial hemorrhagic stroke.

Manufacturer narrative:
Approximate age of device- 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to emergency room while unresponsive and found to have intracranial hemorrhage.